Event description:
According to copies of medical records forwarded to shiley from the initial reporter, the patient had their bjork-shiley aortic heart valve replaced due to "aortic insufficiency secondary to [a] perivalvular leak". Also, according to a copy of the medical record, the patient was stable throughout their hospital course.